Event description:
Around 2005, I had to have surgery to have a hernia repaired. The doctors put in ethicon's prolene mesh to repair the hernia. I have been having problems ever since I rec'd the surgery. Every day I would feel a burning sensation at the site, where I had the surgery and I also had been experiencing extreme pain. I also had been experiencing very frequent and loose stools. I made an appointment to try and find out why I have been having so much pain for five months straight. The dr informed me that the mesh was not in the spot, he placed it and it is moving around. They told me that it would not be in my best interest for them to take it out. They also told me that the mesh moving around is the reason I am in so much pain. My pain has gotten so bad now that sometimes I can not walk, because I am bent over in extreme pain. Sometimes it is hard for me to get out of bed because of the pain. It's hard for me to work because with all of the pain I can't lift anything over approx 15 lbs, I can't stand or sit for very long either. I also am bothered with frequent bowel movements and can't keep work due to that either. Diagnosis or reason for use hernia repair.